Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
The user reported the roller pump was not operating as expected. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event. Note: a supplemental report will be filed once more details become available.